Event description:
Two endeavor sprint rapid exchange (rx) drug-eluting coronary stents (MFR# 2953200-2010-02225) were implanted at the mid and prox rca with no issue reported. Communication from the field confirmed that the pt was asymptomatic at 30 day, 6 month, 1 year, 1.5 year and 2 year follow up. However, it was reported that the pt died approximately 26 months post index procedure. It was reported that this was a non sudden cardiac death associated with mi.

Manufacturer narrative:
(B)(4): results: (mi, death).